Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was in the emergency room, not responsive and noted to have high potassium. The patient was a dialysis patient who had ventricular tachycardia (vt) below the rate cut off. The subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t-waves due to low amplitudes and treated the patient, even though the arrhythmia was below the rate cut off. It was noted that the emergency room staff was going to administer external shocks, but the s-ICD administered two shocks prior to this action. Boston scientific technical services (ts) discussed controlling the patient's potassium level. The s-ICD remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was in the emergency room, not responsive and noted to have high potassium. The patient was a dialysis patient who had ventricular tachycardia (vt) below the rate cut off. The subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t-waves due to low amplitudes and treated the patient, even though the arrhythmia was below the rate cut off. It was noted that the emergency room staff was going to administer external shocks, but the s-ICD administered two shocks prior to this action. Boston scientific technical services (ts) discussed controlling the patient's potassium level. The s-ICD remains in service. Additional information was received that this patient received an additional inappropriate shock due to significant amplitude changes with several morphologies causing t wave oversensing. The smart pass feature was disabled in which ts suggested re enabling. It was noted that this patient is in the hospital and has signed paperwork for do not resuscitate so therapy is considering being turned off. The health care professional (hcp) would discuss with the physician. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the emergency room, not responsive and noted to have high potassium. The patient was a dialysis patient who had ventricular tachycardia (vt) below the rate cut off. The subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t-waves due to low amplitudes and treated the patient, even though the arrhythmia was below the rate cut off. It was noted that the emergency room staff was going to administer external shocks, but the s-ICD administered two shocks prior to this action. Boston scientific technical services (ts) discussed controlling the patient's potassium level. The s-ICD remains in service. Additional information was received that this patient received an additional inappropriate shock due to significant amplitude changes with several morphologies causing t wave oversensing. The smart pass feature was disabled in which ts suggested re enabling. It was noted that this patient is in the hospital and has signed paperwork for do not resuscitate so therapy is considering being turned off. The health care professional (hcp) would discuss with the physician. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the smart pass feature had disabled due to small r waves and undersensing. Ts recommended bringing this patient in for postural testing to see if secondary vector is better, as alternate appeared too small.